Manufacturer narrative:
Related MFR numbers #2916596-2022-15283 and #2916596-2022-15286 manufacturer's investigation conclusion: the pump was not returned for evaluation. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to left ventricular assist device (lvad) infection and failure to thrive. The patient was last admitted to the hospital from (B)(6) 2022 until (B)(6) 2022. The source of the infection was pump pocket by way of a dialysis catheter in (B)(6) 2019. (B)(6) was identified in (B)(6) 2019 and pseudomonas was identified in (B)(6) 2019. The infection was treated with long term intravenous antibiotics and surgical debridement. The patient persisted with suppressive antibiotics and wound care. Ultimately, the patient was unsuccessful for listing to transplant for dual organ and became a hospice patient.